Event description:
It was reported that the patient presented in emergency room due to syncope. Upon interrogation, it was found that the pacemaker (pm) exhibited loss of capture as well as battery voltage anomalies. The pm was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of premature discharge of battery and capturing issues were confirmed. The device was received with normal telemetry and output. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery voltage was found at elective-replacement level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The reported event of premature discharge of battery and capturing issues were confirmed. The device was received with normal telemetry and output. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery voltage was found at elective-replacement level. Feed through leak test was performed, indicating a device hermeticity breach. This is consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Correction: g3 - date received by manufacturer in 2017865-2023-23849 submitted on 25 sep 2023 should have been "21 sep 2023" rather than being empty.